Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, smoke that cannot be seen occurs during cauterization. Another new one is vasoview hemopro 2. No processing delays. The patient has no infections. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure h3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: d10--device available for eval corrected from "no" to "yes" h3--device evaluated by mfg corrected to "yes". The device was returned to the factory for evaluation on 11/03/2023. An investigation was conducted on 11/07/2023. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula and c-ring. The heater wire on the harvesting device was observed to be slightly flexed away from the hot jaw at the center of the hot jaw, but remained attached at the tip of the hot jaw due to normal clinical use. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "environmental particulates" was not confirmed. The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure